Manufacturer narrative:
The pump passed the self-test, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. The pump alarmed unexpected restart after a battery change due to a voltage leak on the interface board. The pump was monitored for 24 hours, and no blank display or battery out limit alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolated tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and an unexpected restart alarm. The blood glucose at the time of the incident was 174 mg/dl. Customer replaced the batteries but the display did not return. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.